Event description:
The pt reported that she activated the device on (B)(6) at 6:00am. On (B)(6) at 5:22am her blood glucose measured 290 mg/dl so she took a 3.15 unit bolus dose of insulin. At 5:56pm her bg had risen to 499 mg/dl so she took a 10.3 unit bolus. At 6:51pm her bg was 494 mg/dl. No bolus or treatment administered. At 8:53pm her bg was 443 mg/dl. No bolus or treatment administered. At 10:14pm her bg meter read "high" (>500 mg/dl). The device was deactivated and she was placed on an IV for dehydration and activated a new pod. She was admitted to the hospital for diabetic ketoacidosis.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 79 mg/dl or above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "If your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose) if you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," "high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if you are unable to use the omnipod insulin management system according to your instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the omnipod system." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."